Event description:
Ap event causes large artifcate on rvc- can egm. Possible intermittent atrial oversensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).